Manufacturer narrative:
(B)(4). Patient demographics such as age, date of birth, gender, and weight were not provided by the customer. Any additional information received from the customer will be included in a follow-up report. (B)(4). Cfn field service representative was able to duplicate the problem. Cfn field service representative reported the turbine is not functioning and power led (light emitting diode) indicator on turbine board is not lit.

Event description:
The customer reported motor fault alarms while using the vela ventilator. Carefusion (cfn) technical support reported the customer claimed the issue occurred during patient use and was placed on alternate vent with no harm noted.

Manufacturer narrative:
Failure analysis - the carefusion failure analysis (fa) representative (rep) received the suspect component and installed in known good unit. The carefusion fa rep powered in volume a/c mode and the display and indicators/switches functioned normally. The carefusion fa rep was able to determine the root-cause to be the turbine board not receiving power as indicated.